Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with top rear label missing and cracked case and lens. Customer's complaint of double beep was verified. The event log did not showed 3 no disposable alarms. The downstream occlusion sensor will be replaced in service as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep alarms. No reported adverse effects.